Event description:
It was reported that the subject device broke at the beginning of an endoscopic retrograde cholangiopancreatography (ercp). There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.